Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 5 seconds, the pressure gauge of the indeflator did not increase. The device was completely removed from the patient and it was noted that the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.